Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported since (B)(6) 2012 the ok button began to lose responsiveness. The patient stated several presses were required. The patient denied exposure to trauma or moisture.the patient reportedly wore the pump in a case in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The contrast, up arrow and down arrow keypad buttons respond normally. The ok keypad button was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.